Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 71 months post implant of this 23 mm bioprosthetic valve, the valve was replaced with a 27 mm valve. It is unknown why the valve was replaced. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that at explant, the surgeon reported one of the leaflets at the base of the valve had some platelet thrombosis and that the extra structures seen on echocardiogram were remnants of chordae and papillary muscles. Information is provided in the future, a supplemental report will be issued.